Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, a stent was not able to cross a lesion. The target lesion was located in the left circumflex artery. The 20 x 2.25 mm taxus liberte stent was introduced and was unable to cross the target lesion. The procedure was completed with another 20 x 2.25 mm taxus liberte stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 185 mm distal from the catheter's strain relief. Several kinks were identified along the length of the hypotube. A kink was noted on the shaft of the device 85 mm proximal to the tip of the device. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).